Event description:
The customer reported to baxter "several ce intermate lv 100 devices" were received with missing blue winged caps. This was observed before use. There is no report of patient injury or medical intervention. No additional information is available. It is unknown at this time the quantity of intermates that are missing the blue winged cap.

Manufacturer narrative:
(B)(4). Per the customer, the sample(s) is available for evaluation. However, the sample(s) has not yet been received by baxter. Should the sample(s) be received, a follow-up report will be submitted upon completion of the evaluation or if additional information become available.